Event description:
It was originally reported to philips that the unit is intermittently freezing. The unit will intermittently display a red x and become non-responsive until battery and ac module are re-seated. The customer requested that the device be returned for bench repair. The device was received by the bench repair service on (B)(6) 2021. Upon evaluation, the issue was confirmed and determined that the defibrillator capacitor additionally needed to be replaced. The defibrillator capacitor was replaced and the device passed all performance assurance testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.